Event description:
Hold for du/7/15a customer reported receiving erroneous glucose results from an abbott diabetes care (adc) device. The customer received sensor scan results of 55 mg/dl, 57 mg/dl and 58 mg/dl compared to readings of 120 mg/dl, 189 mg/dl and 202 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into c zone, showing difference in values to be clinically significant. The length of sensor wear was 8 days. There was no report of death, serious injury, or mistreatment associated with this event.